Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.